Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced erosion, bladder spasms, incontinence, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient had xenform soft tissue repair on (B)(6) 2012.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with anterior mesh, diagnostic cystoscopy, keyes punch biopsy of the vulvar skin at the change between normal and abnormal skin due to vaginal vault prolapse status post hysterectomy, stress urinary incontinence with intrinsic sphincteric deficiency presumed, lichenoid dermatitis and suspected lichen sclerosis of the vulva. The patient underwent graft revision on (B)(6) 2009 due to graft erosion/extrusion on the anterior vaginal wall. The patient underwent sur posterior colporrhaphy, repair of rectocele and perineorrhaphy on (B)(6) 2010. It was reported that the patient underwent a posterior repair with graft, mesh excision and vaginal wall revision, cystoscopy and repeat vulvar biopsy on (B)(6) 2010. It was reported that the patient underwent an excision of mesh concurrently with anterior colporrhaphy and revision of the vaginal wall mucosa using graft and cystoscopy on (B)(6) 2012.